Event description:
Caller (customer's daughter) reported the customer was unable to test with his adc blood glucose meter due to the meter not providing blood glucose results. Caller further reported that on (B)(6), 2014 at approximately 8:00 a.m., she found the customer unresponsive in his room and reported he had suffered a seizure and a loss of consciousness. Caller called the paramedics and upon their arrival, customer was treated intravenously to "bring his sugar down since it was too high at the time". No readings were reported. Customer was transported to a local hospital and was reportedly diagnosed with hyperglycemia. Caller did not know what, if any, diabetes specific medication was administered to the customer at the hospital but reported he was given keppra for his seizure. No further information could be provided by the caller. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.